Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 535 mg/dl and the customer's gastroparesis flared up. The customer was hospitalized for diabetic ketoacidosis (dka). The customer did not know if the high bg and dka were caused by the gastroparesis. No issues were observed with the pump or supplies. The customer was treated with intravenous insulin and fluids. The high bg and dka were resolved. Reportedly, the customer followed up with healthcare providers. Although requested, the customer's discharge date was not provided.